Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was low. Paramedics treated the customer with glucagon. The customer thought that the pump was the cause of the low bg. The customer declined tandem clinical diabetes specialist offer to troubleshoot.